Manufacturer narrative:
Continuation of d10: product ID: wr9200, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6), h3: analysis of the wr9200 wireless recharger (serial number: (B)(6) revealed the device is unresponsive, led¿s scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger exhibited a pulsing green battery light, and the battery light continued to blink during charging. The problem persisted after multiple shutdown attempts by holding down the power button until the light turned off, but the light resumed blinking. A reset was attempted, but the issue remained. Charging the recharger in the dock for an hour did not resolve the problem. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.